Event description:
A device was returned to a philips service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the philips service center, the device was visually inspected and found blower foam degradation. During the evaluation, foam particles were observed in the blower kit. However, no confirmation has been received yet from the noise complaint on the device. In addition, the patient alleges that the device almost taking his breath away instead of helping his breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.